Event description:
Boston scientific received information that this left ventricular (lv) lead would not stay in place and was removed from the patient. No adverse patient effects were reported. A new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Subsequently, additional information was recieved from the local sales representative stating that this lv lead was exhibiting diaphragmatic stimulation. It was observed during the procedure that this lead had dislodged from its original implanted site. No adverse patient effects reported from the procedure.

Manufacturer narrative:
--